Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. Unrelated to the issue, the battery that was return was found dead. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering when on she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 10 am. The patient denied using any medications to manage her diabetes. The patient reported due to the alleged issue she had less to eat or drink than usual. The patient reported 30-60 minutes later, she had symptoms of "sweating, cold, clammy and headache". The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting the cca noted there was no misuse of the meter and this was not the first time the meter had been used. When the subject test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did turn on. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims, due to the alleged issue the patient had less to eat or drink than usual and developed symptoms suggestive of hypoglycemia.